Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. F1908: delay of less than one hour f26: no patient impact h3, h6: no products were returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used for a cranial biopsy procedure. During navigation, the site was not able to see the biopsy needle track. It was noted the trajectory was locked. Technical services advised to unlock trajectory and realign. The biopsy needle would not track unless the trajectory was extremely accurate. Realigning the trajectory resolved the issue. No further information could be obtained prior to the reporter disconnecting the call. The reported issue resulted in a procedure delay of less than one hour. There was no reported impact on patient outcome. Additional information received from a manufacturer representative indicated the initial reported was a manufacturer representative for spine. Additional information received reported that there was no impact to patient outcome. Additional information received reported that the issue was caused by user error when navigating the trajectory. The resident made an adjustment and navigated the biopsy as planned without further issue.